Event description:
A report was received that the patient was admitted in the hospital for possible infection. It was also reported that the patient had fever, was experiencing pain in the incision site and there was also pus around the ipg site. The patient was treated with a course of intravenous (IV) antibiotic. The physician thought it was an infection but was not really sure what sort of infection it was. The patient underwent an explant procedure. The physician thought that the infection was related to the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm; model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.